Event description:
Rn of a home patient reported 1 incident of a minicap falling off the patient's transfer set. Rn stated a tubing change was performed, with no antibiotic treatment administered. Per rn, no patient injury was associated with this incident.